Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate; month and year valid.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for parkinsonian tremor. It was reported that the patient was admitted to the hospital for severe psychosis and dementia. The caller did not believe the patient was maintaining their rechargeable battery, and noted that if the implantable neurostimulator was not functioning it may be contributing to the dementia or exacerbating the parkinson's symptoms.